Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular genital bleeding"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss"), epigastric discomfort ("epigastric discomfort"), abdominal pain upper ("right hypochondrium pain") and diarrhoea ("diarrhea"). The patient was treated with surgery (essure removal (removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, genital haemorrhage, dizziness, nausea, vomiting, alopecia, epigastric discomfort, abdominal pain upper and diarrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, diarrhoea, dizziness, epigastric discomfort, genital haemorrhage, nausea and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: the patient´s initials were updated, a new reporter (other) was received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular genital bleeding"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss"), epigastric discomfort ("epigastric discomfort"), abdominal pain upper ("right hypochondrium pain") and diarrhoea ("diarrhea"). The patient was treated with surgery (essure removal (removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, genital haemorrhage, dizziness, nausea, vomiting, alopecia, epigastric discomfort, abdominal pain upper and diarrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, diarrhoea, dizziness, epigastric discomfort, genital haemorrhage, nausea and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("severe abdominal pain -felt like baby kicks in the epigastrium") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of anxiety disorder (treatment was prescribed) in 2009, breast reduction in 2008 and abortion, parity 1, multigravida (1 in-vitro fertilisation), uterine dilation and curettage and obesity. No known allergic reactions. Previously administered products included: iud nos. As concurrent condition the report mentioned smoker. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011 she experienced breast mass ("nodule of 2cm in left breast"). On (B)(6) 2011 she experienced a first episode of dysuria ("dysuria"). On (B)(6) 2011 she experienced conjunctivitis ("conjunctivitis"). On (B)(6) 2011 she experienced hypochondrium pain right ("right hypochondrium pain"), a second episode of dysuria ("dysuria") and cholelithiasis ("symptomatic cholelithiasis"). On (B)(6) 2012 she experienced vulvovaginal candidiasis ("vaginal candidiasis"). On (B)(6) 2012 she experienced rash erythematous ("erythematous pruritic rash on her waist with lesions measuring 2 mm in diameter") and hypersensitivity ("rash that was considered an allergy"). On (B)(6) 2013 she experienced gastrooesophageal reflux disease ("burn sensation in her stomach and throat related to gastroesophageal reflux"). On (B)(6) 2015 she experienced alopecia ("hair loss"). On (B)(6) 2016 she experienced mood swings ("mood swings") and anxiety ("anxiety attacks"). On (B)(6) 2018 she experienced dyspepsia ("dyspepsia"). On (B)(6) 2019 she experienced epigastric pain ("epigastric pain"). Essure was removed on (B)(6) 2019. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), genital haemorrhage ("irregular genital bleeding"), dizziness ("dizziness"), nausea ("nausea/ nausea during the morning"), vomiting ("vomiting"), epigastric discomfort ("epigastric discomfort"), diarrhoea ("diarrhea"), presyncope ("vasovagal event"), vertigo ("objective vertigo"), oropharyngeal pain ("sore throat"), gastritis ("gastritis due to h. Pylori"), iron deficiency anaemia ("iron-deficiency anaemia") and fatigue ("fatigue"). The patient was treated with surgery (essure removal (removal of fallopian tubes)). At the time of the report, the abdominal pain, genital haemorrhage, dizziness, nausea, alopecia, epigastric discomfort, hypochondrium pain right, vertigo, oropharyngeal pain, breast mass, last episode of dysuria, conjunctivitis, cholelithiasis, gastritis, vulvovaginal candidiasis, rash erythematous, gastrooesophageal reflux disease, iron deficiency anaemia, mood swings, anxiety, dyspepsia, epigastric pain, fatigue and hypersensitivity had resolved. The outcomes for vomiting, diarrhoea and presyncope were unknown. The reporter considered abdominal pain, hypochondrium pain right, epigastric pain, alopecia, anxiety, breast mass, cholelithiasis, conjunctivitis, diarrhoea, dizziness, dyspepsia, the first episode of dysuria, the second episode of dysuria, epigastric discomfort, fatigue, gastritis, gastrooesophageal reflux disease, genital haemorrhage, iron deficiency anaemia, mood swings, nausea, oropharyngeal pain, presyncope, vertigo, vomiting and vulvovaginal candidiasis to be related to essure administration but saw no causal relationship between rash erythematous or hypersensitivity and essure. The reporter commented: essure removal details: laparoscopic bilateral salpingectomy, with no incidents or complications. On (B)(6) 2019, a anatomical pathology report confirms the presence of devices in both fallopian tubes. After removing the device, the patient was able to get pregnant with her new partner via in-vitro fertilisation. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] on (B)(6) 2019: gamma-glutamyl transferase is 81 when normal levels are between 5 and 40. [Occult blood] on (B)(6) 2014: positive. [Smear cervix] on (B)(6) 2014: results were negative for any pathology. [Ultrasound scan] on (B)(6) 2019: no alterations. [X-ray of pelvis and hip] on (B)(6) 2009: devices were properly inserted.; on (B)(6) 2019: possible abnormal position of one of the devices and the possible fragmentation of the right device.; on (B)(6) 2019: no high-density images compatible with essure remains. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 20-may-2022: reporter added, medical history updated, lab data added, essure insertion updated to (B)(6) 2009, hair loss start date updated, vasovagal event added, vertigo, sore throat, breast mass, dysuria, conjuntivitis, symptomatic cholelithiasis, gastritis, erythematous rash , vuvovaginal candidiasis, , iron-deficiency anaemia,mood swings, anxiety, dyspepsia, abdominal pain upper, fatigue and allergic reaction. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular genital bleeding"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss"), epigastric discomfort ("epigastric discomfort"), abdominal pain upper ("right hypochondrium pain") and diarrhoea ("diarrhea"). The patient was treated with surgery (essure removal (removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, genital haemorrhage, dizziness, nausea, vomiting, alopecia, epigastric discomfort, abdominal pain upper and diarrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, diarrhoea, dizziness, epigastric discomfort, genital haemorrhage, nausea and vomiting to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.